Event description:
Case description: the patient's height, weight and body mass index were not reported. Dosage regimens: novotwist 5mm (32g): may-2020 to not reported. Batch numbers: novotwist 5mm (32g): 18ao2n. Investigation results: name: novotwist 32g x 5mm, batch number: 18a02n. The product was not returned for examination. No investigation results were provided. Name: victoza, batch number: ks6ak13. The product was not returned for examination. No investigation results were provided. Since last submission the case has been updated with the following: novotwist batch, UDI, manufacturing date and expiration date added. Type of reportable event updated. Investigation results were updated. Manufacturer's comment added. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes. Reference type: mw 3500a MFR. Rpt. #. Reference notes: medwatch 3500a MFR. Report number. Manufacturer's comment: 01-sep-2020: as the device (novotwist 5mm (32g) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Considering the nature of event (needle broken), it could be related product handling error. Elderly age is a risk factor for needle injury as the skin is more fragile. H3 continued: evaluation summary: name: novotwist 32g x 5mm, batch number: 18a02n, the product was not returned for examination. No investigation results were provided.

Event description:
Case description: investigation results: name: novotwist 32g x 5mm, batch number: 18a02n there are no font size requirements for needles. It is not possible to enlarge the font size on the small paper tab. The size of the batch number was programmed into the program of the laser printer and the engraved characters are controlled by a vision system up against reference images. If e.g the size differ from the reference image, it will be rejected. It is not possible to change the size outside the window during running production. After the control station with vision control, the print is checked manually for correct data and for readability. No batch record review was performed since it does not contain any information about the size of the batch number. It was not possible to investigate the returned sample comprehensively. Name: victoza, batch number: ks6ak13 the product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch records show that documentation regarding line clearance, control equipment and process checks were found to be acceptable. The batch documentation has been reviewed and found to be normal. Font size on pen label, carton and patient insert meet the FDA font size guidance. On the professional insert, the font size is 5,5 pt (recommended is 6 pt), since the first version used for the launch. The FDA doesn't specifically approve font sizes during their review, but could challenge nn at any time. These inserts are generally at 6pt with 5.5pt in the smaller tables. A bigger format for the insert was already developed (will allow a bigger font) and will be used once the product is transferred to be packed at site clayton - expected end of 2020/beginning 2021. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Since last submission the case has been updated with the following: -investigation results were updated -narrative updated accordingly 23-oct-2020: as the device (novotwist 5mm (32g)) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Considering the nature of event (needle broken), it could be related product handling error. Elderly age is a risk factor for needle injury as the skin is more fragile. H3 continued: evaluation summary name: novotwist 32g x 5mm, batch number: 18a02n there are no font size requirements for needles. It is not possible to enlarge the font size on the small paper tab. The size of the batch number was programmed into the program of the laser printer and the engraved characters are controlled by a vision system up against reference images. If e.g the size differ from the reference image, it will be rejected. It is not possible to change the size outside the window during running production. After the control station with vision control, the print is checked manually for correct data and for readability. No batch record review was performed since it does not contain any information about the size of the batch number. It was not possible to investigate the returned sample comprehensively.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle broke off during injection and was stuck inside abdomen [needle issue]. Red hole at injection site where needles was stuck [injection site injury]. Case description: this serious spontaneous case from the united states was reported by a general physician as "needle broke off during injection and was stuck inside abdomen(needle broken)" beginning on (B)(6) 2020, "red hole at injection site where needles was stuck(injection site injury)" beginning on (B)(6) 2020, and concerned a (B)(6) years old male patient who was treated with novotwist 5 mm (32g) (novotwist) from (B)(6) 2020 for "type 2 diabetes mellitus", victoza (liraglutide) from unknown start date for "type 2 diabetes mellitus". Current condition: type 2 diabetes mellitus (duration not reported). It was reported that patient was a physician using victoza and novotwist needles. On (B)(6) 2020, after injection when removing the needle from injection patient couldn't find the needle as the needle stuck in abdominal right area and he has a red hole where the needle was injected. It was also reported that the patient received no form of intervention or treatment. Batch numbers of novotwist 5 mm (32g) was requested. Batch numbers of victoza was ks6ak13. Action taken to novotwist 5 mm (32g) was not reported. Action taken to victoza was not reported. The outcome for the event "needle broke off during injection and was stuck inside abdomen (needle broken)" was not recovered. The outcome for the event "red hole at injection site where needles was stuck (injection site injury)" was not recovered.